Manufacturer narrative:
It was reported that a patient underwent placement of an unknown vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting and perforation of the filter beyond the wall of the inferior vena cava (ivc). The indication for the filter implant, implant report and medical records have not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Cordis vena cava filters are indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc perforation could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with operator technique and/or vessel anatomy, specifically asymmetry and tortuousness. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Without procedural films or post implant imaging available for review the reported events could not be confirmed or further clarified. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an unspecified vena cava filter manufactured by cordis. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to tilting and perforation of the filter beyond the wall of the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.

Event description:
As reported by the legal brief, the patient underwent placement of an unspecified vena cava filter manufactured by cordis. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to tilting and perforation of the filter beyond the wall of the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. Per the medical records provided, approximately eleven years after the filter was implanted, the patient underwent an abdominal computerized tomography (CT) scan indicated for evaluation of the ivc filter. A surgical history of hernia repair, kidney transplant and colostomy were noted at the time. The scan reported an infrarenal ivc filter (identified as a cordis type), in place, with the tip at the level of the renal veins. The tip is slightly tilted to the right without abutting the ivc wall. The filter struts are immediately adjacent to the external aspect of the ivc wall, likely reflecting tenting of the ivc wall with no evidence of filter struts entirely outside the ivc lumen. The ivc filter was reported in satisfactory position without complicating process (grade 1 perforation). Incidental findings included areas of subsegmental atelectasis and trace effusion, ossifications within the pancreas and small volume ascites. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, filter tilting, device embedded in wall of the ivc, unable to be retrieved with no documented attempts to remove the filter, becoming aware of these events approximately eleven years after the filter implantation. The patient further experienced anxiety related to the filter.

Manufacturer narrative:
As reported, the patient had placement of an unspecified cordis inferior vena cava (ivc) filter. The indication for filter insertion has not been provided. The filter malfunctioned including tilt and ivc perforation. Approximately eleven years post implant, CT scan was done to evaluate the filter. A surgical history of hernia repair, kidney transplant and colostomy were noted at the time. The scan reported an infrarenal ivc filter (identified as a cordis type), with the tip at the level of the renal veins. The tip is slightly tilted to the right without abutting the ivc wall. The filter struts are immediately adjacent to the external aspect of the ivc wall, likely reflecting tenting of the ivc wall with no evidence of filter struts entirely outside the ivc lumen. The ivc filter was reported in satisfactory position without complicating process (grade 1 perforation). Incidental findings included areas of subsegmental atelectasis and trace effusion, ossifications within the pancreas and small volume ascites. Per the patient profile form (ppf), the patient reports ivc perforation, filter tilt, and embedded in the ivc, along with anxiety related to the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The cordis vena cava filters are indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of an unknown vena cava filter. Additional information provided indicated that it is a trapease filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting and perforation of the filter beyond the wall of the inferior vena cava (ivc). The patient reported becoming aware of the events and embedded and unable to be retrieved, with no documented attempts, approximately six years and five months post implant. The patient also reported anxiety related to the filter. According to the implant record the indication for the filter implant was high risk for pulmonary embolism and deep vein thrombosis (dvt) due to a history of dvt and the need for surgical intervention for right knee derangement. A wire was placed in the femoral vein, minimal contrast was utilized as the patient was in renal failure. The renal vein was isolated albeit the patient having a renal transplant with possible implantation of the kidney in the pelvis. The trapease ivc filter was deployed between l2 and l3. The patient tolerated the procedure well. Approximately six years and five months post implant an abdominal computerized tomography (CT) scan of the abdomen was performed to evaluate the filter. A surgical history of hernia repair, kidney transplant and colostomy were noted at the time. The scan reported an infrarenal ivc filter in place with the tip at the level of the renal veins. The tip is slightly tilted to the right without abutting the ivc wall. The filter struts are immediately adjacent to the external aspect of the ivc wall, likely reflecting tenting of the ivc wall with no evidence of filter struts entirely outside the ivc lumen. The ivc filter was reported in satisfactory position without complicating process (grade 1 perforation). The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Trapease vena cava filters are indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique, and vessel anatomy, specifically asymmetry and tortuosity. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been known to occur in as short a period as 12 days. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. There is nothing in the limited information available for review at this time, to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Section d6a (implant date) br.

Event description:
As reported by the legal brief, the patient underwent placement of an unspecified vena cava filter manufactured by cordis. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to tilting and perforation of the filter beyond the wall of the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. Per the implant records, the patient was reported to have a preoperative diagnosis of derangement of the right knee and previous deep venous thrombosis (dvt). The filter was indicated for upcoming orthopedic intervention of the right leg, being at high risk for pulmonary embolism (pe) and dvt. Placement of a trapease inferior vena cava filter was done using a left femoral vein approach. The abdomen and groins were prepped and draped in the usual sterile manner. A wire was placed in the femoral vein and minimal amount of contrast was utilized as the patient was in renal failure. The renal vein was isolated albeit the patient having a renal transplant with possible implantation of the kidney in the pelvis. The trapease ivc filter was deployed between l2 and l3. The patient tolerated the procedure well. Per the medical records provided, about six years and five months after the filter was implanted, the patient underwent an abdominal computerized tomography (CT) scan indicated for evaluation of the ivc filter. A surgical history of hernia repair, kidney transplant and colostomy were noted at the time. The scan reported an infrarenal ivc filter (identified as a cordis type), in place, with the tip at the level of the renal veins. The tip is slightly tilted to the right without abutting the ivc wall. The filter struts are immediately adjacent to the external aspect of the ivc wall, likely reflecting tenting of the ivc wall with no evidence of filter struts entirely outside the ivc lumen. The ivc filter was reported in satisfactory position without complicating process (grade 1 perforation). Incidental findings included areas of subsegmental atelectasis and trace effusion, ossifications within the pancreas and small volume ascites. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, filter tilting, device embedded in wall of the ivc, unable to be retrieved with no documented attempts to remove the filter, becoming aware of these events approximately six years and five months after the filter implantation. The patient further experienced anxiety related to the filter.